Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, interrogation revealed loss of capture, increased sensing and increased impedance of the right atrial (ra) lead. Imaging confirmed the ra lead was dislocated and located in the right ventricle. The lead was repositioned and the patient was in stable condition following the procedure.